Event description:
It was reported that during use of the guide wire in several arteries, some moderately tortuous, the guide wire was working fine and ptca went well. Upon pulling the balloon catheter and guide wire back, a portion of the guide wire separated in the guiding catheter and it was also removed in the guiding catheter. Reportedly, there was no patient injury.